Event description:
Related manufacturer report number: 2017865-2025-11083. It was reported by the clinician on (B)(6) 2024 that a remote transmission was received noting the patient experienced a ventricular tachycardia (vt) storm and received multiple anti tachycardia pacing (atp) therapy and shocks. The clinic reached out to the family and the patient was reported to have died (B)(6) 2024. The family reported emergency services had been contacted but the patient had been confirmed to be deceased upon their arrival. Technical services was contacted to ensure some undersensing did not impact delivery of therapy. The under sensing was noted to be right after a very large complex and so the following beat was not sensed but the next beats were. The issue was noted not to be device related but due to the patients intrinsic qrs. Nothing was noted to indicate the device did not perform as expected. The arrhythmia/ventricular tachycardia (vt) storm observed were felt by the physician to be intrinsic. The anti-tachycardia therapy and shocks observed were appropriate. The patient had multiple co-morbidities. The physician agreed the device did not malfunction.